Event description:
It was reported that during implant upon carrying out an impedance test prior to closing there were no electrode out of range, all the impedances were within 834-1133ohms. Postoperatively, the impedance results for electrodes 5, 6, & 7 were out of range. The patient was to undergo a surgical revision in two weeks to check the system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).